Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell three of five. The patient was connected at the time of the alarm. The clamp on the final line was open. The patient completed therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The cause of the system error 2240 alarm was an open clamp on the final supply line. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.